Event description:
The facility alleges the charger was hot when in use. No injury is alleged.

Manufacturer narrative:
The dealer alleges the charger is getting hot. There is no injury reported. Unk if the batteries in the chair are in need of replacement. Filing solely on dealer's statement the charger is getting hot. MFR is working to obtain the charger for eval. The product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this alleged incident. Malfunction is not confirmed.